Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. One deployment system for the powerglide pro midline catheter was returned for investigation. The sample exhibited evidence of use. The catheter had been removed and the safety mechanism had been deployed and locked over the needle tip. The guidewire was unraveled. The catheter was not returned for investigation. A break in the core wire was observed 3.4cm from the distal weld tip. The break in the core wire allowed the coil wire to stretch and unravel over the core wire. A microscopic examination revealed that the break in the core wire coincided with the distal tip of the needle. Deformation that appeared to be consistent with the pattern of the guidewire coils was observed along the inner edge of the needle bevel. It was reported that the user had trouble advancing the catheter. The complications with the catheter may have been contributing factors with the guidewire damage. The guidewire may have been forced against the sharp edge of the needle bevel. The instructions for use (IFU) warn, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of reey2926 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "one of the IV nurses had trouble with a powerglide recently. She had trouble advancing the catheter." Add info rcvd: ¿I was placing powerglide and as I was advancing the catheter, I met resistance. I attempted to pull back the device out of the vein and noticed the wire would not come out of the vein. I was finally able to get the device out of the patient¿s vein and noticed that the wire was uncoiled.¿ was there patient harm reported?: no 07/06/2021: the core wire of the coil wire was broken on the returned sample.